Event description:
Medtronic received information that following the implant of this 20mm mechanical valve, one of the valve leaflets was blocked. The surgeon turned the leaflet and checked to see if there was blockage from tissues under the leaflet. Nothing was identified and the valve was replaced with a 19 mm non-medtronic valve with no adverse patient effects reported.

Event description:
Medtronic received information that following the implant of this 20mm mechanical valve, one of the valve leaflets was blocked. The surgeon turned the leaflet and checked to see if there was blockage from tissues under the leaflet. Nothing was identified and the valve was replaced with a 19 mm non-medtronic valve with no adverse patient effects reported. The surgeon reported no sizing issues and reported that the valve seated successfully in the annulus.

Manufacturer narrative:
(B)(4). : upon receipt at medtronic's quality laboratory, images of the inflow and outflow of the valve were taken and the serial number was verified to be correct. Visual inspection revealed no anomalies on the carbon subassembly. Inspection and functional testing of leaflet motion was performed per the current manufacturing process requirements and revealed the valve leaflets were fully mobile. No manufacturing surface finish anomalies were identified. No wear was observed on the leaflet faces where contact occurs with the housing stops. The as-returned dimensions of the orifice were within specification from the inflow and outflow aspects. The valve leaflets were fully mobile and it was verified that the carbon subassembly rotated in the sewing ring. Functional testing and dimensional analysis of the valve confirmed that it met current process specifications. The carbon components, sewing ring diameter, dimensions of the orifice and stiffening ring were measured and were confirmed to meet engineering specifications. The dimensions of the left and right leaflet were within the specification. Analysis concluded that all dimensions met engineering specifications. During sewing ring examination, the sewing ring was noted to be cut in two locations. Conclusion: visual examination of the carbon components with 10x to 50x microscopic evaluation noted no anomalies on the carbon subassembly that would have affected leaflet motion. Inspection and functional testing of leaflet motion and contact area met the current manufacturing process requirements. Visually, functionally and dimensionally, this valve met all specification for valves released for distribution. There were no abnormalities of the ats valve itself. The root cause of one leaflet being blocked could not be determined as the leaflets were dimensionally correct and fully mobile upon analysis. The IFU has a warning that states "when securing the valve in place, suture needles should be passed through the outer half of the sewing cuff and suture ends should be cut short after the knots are tied. It is suggested that only taper point needles be used for suturing the cuff as taper cut or other cutting needles may cut the cuff fibers." It is unknown if the sewing cuff cuts were made with a cutting needle or other instrument. (B)(4).

Manufacturer narrative:
Analysis: the device has been received at medtronic's quality laboratory and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.